Event description:
It was reported that this right ventricular lead had a conductor fracture which caused a lead safety switch activation. Noise, high impedance out-of-range and high capture threshold measurements were shown due to this issue. Fluoroscopy confirmed this fracture. This lead was explanted and replaced due to this issue and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results were added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Setscrew marks were in the correct location on the terminal pin. X-ray imaging showed fracture conductors around 22.5 to 23.5 centimeters from the terminal end, characteristics are consistent with clavicle/first rib crush. Lead resistances measured as electrical opens, due to the mentioned conductor fracture. Laboratory analysis was able to confirm the reported allegations of high pacing impedance, noise, high capture thresholds and lead fracture, based on the finding of fractured conductors.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead had a conductor fracture which caused a lead safety switch activation. Noise, high impedance out-of-range and high capture threshold measurements were shown due to this issue. Fluoroscopy confirmed this fracture. This lead was explanted and replaced due to this issue and was returned for analysis. No additional adverse patient effects were reported.